Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3 889-33 lot# va05uf3, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced four infections around the implant site since they were implanted on 2013 (B)(6). It was stated the patient was given medication for the first two infections and ¿seemed to be fine while taking the medication and then the infection returns.¿ it was noted on 2013 (B)(6), the patient saw her healthcare provider (hcp) and ¿everything seemed to be fine¿ however, the night prior to report the infection ¿seemed to be coming back.¿ the patient then again started taking medication. Reportedly, the patient said, she had fallen (date unknown) however, as a result had been looked at by her hcp and was told the ¿leads and everything looked fine.¿ additional information had been requested but not known at the time of report.